Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "haptic was stuck on the optic after lens insertion" (sticking). A surgeon reported that following insertion of an intraocular lens (iol), the haptic was noted to be stuck to the optic. The surgeon reported, the haptic was stuck for more than ten minutes. There was no harm reported to the pt. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B) (4). (B) (4).